Event description:
Foley balloon burst inside the patient's bladder during inflation with 10ml normal saline. No impact noted to patient. Foley balloon immediately removed when burst was heard. The balloon was inspected with charge rn (registered nurse) and a tear was noted on the outer layer of the foley tip, below the drainage hole. A new foley was placed. Manufacturer response for foley catheter, bard (per site reporter). Email sent to bd sales rep and file product complaint.